Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reportedly incorrectly programmed their basal rate to 30/hour, and the pod showed total daily basal per day was 720mg/dl. The patient's girlfriend found the patient and tried to wake them up and was trying to get the patient to drink something or eat sugar because the controller was reading as low as 27 mg/dl. The patient was feeling weak and confused. The patient's girlfriend called the ambulance and the patient was treated with glucose gel and an IV (unknown contents). Patient ate peanut butter sandwiches and removed the pod as it was still delivering insulin. The patient was not transported to the hospital. The patient has since changed the settings on their controller.